Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. X-ray identified a lead migration. A full system explant was subsequently performed.

Manufacturer narrative:
The anchors and leads were not returned to saluda. X-rays provided were reviewed, which confirmed the reported lead migration. A root cause for the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement)" as a result. The manufacturing records were reviewed and product met all requirements for release.